Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to complete the procedure and remove the stent. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. A destructive inspection was necessary to identify torsion of the delivery system and no twisting was found on the outer sheath. No other problems were noted with the delivery system. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for gastrointestinal anastomosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for gastrointestinal anastomosis. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent positioning issue is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastrointestinal anastomosis procedure performed on (B)(6) 2024. During the procedure, the stent was difficult to release and migrated into the peritoneal cavity. A surgery was performed to complete the procedure and remove the stent. No patient complications as a result of this event. The patient is feeling well and was expected to fully recover. Note: it was reported that the device was intended to be placed for gastrointestinal anastomosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for gastrointestinal anastomosis. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastrointestinal anastomosis procedure performed on (B)(6)2024. During the procedure, the stent was difficult to release and migrated into the peritoneal cavity. A surgery was performed to complete the procedure and remove the stent. No patient complications as a result of this event. The patient is feeling well and was expected to fully recover. Note: it was reported that the device was intended to be placed for gastrointestinal anastomosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for gastrointestinal anastomosis. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to complete the procedure and remove the stent.